Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated lancet protruded beyond the end cap of the softclix device during the investigation, and it was determined this was caused by a manufacturing issue. No adverse event reported.